Manufacturer narrative:
The device was received and evaluation was completed. The event history log review was completed and it noted the presence of this alarm in the log. A visual inspection was performed and no abnormalities were found. The reported issue could be reproduced during the device evaluation as a false upstream occlusion alarm . The device was determined to not meet all product specifications related to the reported event. The false upstream occlusion alarm was verified. The cause was determined to be the upstream sensor which was replaced to correct his condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device experienced upstream occlusion. There was no patient involvement. No additional information is available.